Event description:
The manufacturer received information alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During evaluation of the device at a third-party service center, an error code related to the battery charging was found in the ventilator's downloaded error log. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging die to a hardware fault for greater than or equal to one minute. The detachable battery was replaced to address the issue.